Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to serial number label unreadable. The receiver will boot and charge. Run receiver functional test. Fail, vibrator tests. Open receiver case for internal visual inspection. Pass. Perform vibrator resistance tests. Fail, vibrator resistance out of specification. The complaint was confirmed for receiver no vibration due to defective vibrator motor. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrate motor assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.